Event description:
It was reported that an asymptomatic patient presented in clinic for non-sustained oversensing episode. Egm strips revealed intermittent crosstalk episodes. An alert for high voltage lead impedance out of range was observed. Programming changes were made and will monitor the hv circuit. Patient condition is good and is scheduled for routine follow up.